Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x28mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent struts were noted to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.